Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection (inj) reflin (1gm, route, duration and frequency not reported), inj tobramycin (50 milligrams, once daily, duration and route not reported), inj heparin (dose, route, duration and frequency not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis event. It was further reported that the patient died due to an unrelated event. The pd therapy was ongoing until the time of death. No additional information was available at this time.